Manufacturer narrative:
No device has been returned for evaluation. It was reported that during the placement/fracture of 8mm devices that the all may have been compromised, resulting in additional instability, necessitating placement of a 10mm implant. Post-op radiographs were received confirming proper placement of the 10mm implant. The root cause of this reported event is unknown, however review of the operational notes indicate implant size selection or anatomical characteristics of the patient contributed to the event. There is no plan for revision. Labeling review: "...potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s), loss of fixation, nonunion or delayed union, fracture of the vertebra, neurological, vascular or visceral injury, metal sensitivity or allergic reaction to a foreign". "...correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. While proper selection can minimize risks, the size and shape of human bones present limitations on the size and strength of implants." Device not returned to manufacture.

Event description:
A (B)(6) underwent a lateral procedure in which three 8mm interbody devices reportedly fractured during impaction. The fourth cage was succesfully placed but the surgeon decided to upsize to a 10mm cage due to possible all damage.